Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd scalp vacutainer® safety-lok¿ had cracked tubing and leaked. No serious injury or medical intervention was reported.

Event description:
It was reported that bd scalp vacutainer® safety-lok¿ had cracked tubing and leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: a review of the device history record was completed for sub-assembly# 004651bjf lot 8087746 manufactured from 06-apr-18 to 26-apr-18 in machines sortimat 5006-1, 2 and 3 used in claimed lot 8129614. This lot was reviewed regarding the tests of ¿leakage¿ and ¿damaged component¿ and were not evidenced records that could lead to the claimed defect. Qn/ ncmr review: there are no quality notification (qn) or nonconformity report of ¿product in the sealing area¿ that could lead to this complaint for the claimed lot and sub assembled lot. Fmea analysis: dfpr018, version 07, was performed in the process step: tube / asa placement (scalp - sortimat 5006); function of the process step: assembly of the wing in the assembly; potential failure mode: claw mark on tube; possible cause of failure: clamping adjustment; potential failure effect: leakage and no change was required at this time. Unplanned maintenance: after analysis of the sample received, the analysis of the corrective maintenance during the assembly period of the product was performed and the registration of the corrective maintenance # 601814775, opened on 04/13/2018 was evidenced, with the reason: "loss of wing placement / tube "on the sortimat 5006-1 machine. It was received one (1) opened and unused unit of 23g scalp, catalog: 388338, lot: 8129614 on (B)(6) 2018. After visual analysis of the sample it was possible to confirm that the tube was pinched, which probably occurred due to failure of the tube placement claws during assembly of the final product. Confirmed: bd was able to confirm the complaint for the defect claimed. After analysis of the corrective maintenances and the visual analysis of the sample received, it was possible to confirm the defective / damaged tube complaint. Based on the results of the investigation, it was possible to verify that the root cause of this claim may be related to the failure of the claw of the tube placement station in the product during the final assembly. This failure may have resulted in damage to the tube (pinched tube) that may have led to this complaint. After analysis of the sample received, the analysis of the corrective maintenance during the assembly period of the product was performed and the registration of the corrective maintenance # 601814775, opened on (B)(6) 2018 was evidenced, with the reason: "loss of wing placement / tube "on the sortimat 5006-1 machine. The action taken was "changing of the claw of station 7, adjustment and alignment, regulation at the height of the lift of station 9 and time of the claw of station 9".